Manufacturer narrative:
H.6. Investigation: samples were received. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 2202-0007 lot number 20115719 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 14th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20115719 regarding item #2202-0007.

Event description:
It was reported that the gem 20dp v/nv 1.2mf dehp free experienced flow issues. The following information was provided by the initial reporter: material no: 2202-0007 batch no: unknown. It was reported that lipids would prime to filter but would not advance beyond filter or down the line. I would like to add that we have had additional complaints from different units and have therefore pulled the product related to this lot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20dp v/nv 1.2mf dehp free experienced flow issues. The following information was provided by the initial reporter: material no: 2202-0007. Batch no: unknown. It was reported that lipids would prime to filter but would not advance beyond filter or down the line. I would like to add that we have had additional complaints from different units and have therefore pulled the product related to this lot.